Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that to their knowledge the issue was resolved. Per the doctor, they had not heard back from the patient and the patient is also a doctor who knows to contact them if any issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2eejc. Implanted: (B)(6) 2021: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a possible infection. At 1 month post op visits no signs of infection. Health care provider (hcp)  was made aware of infected area today. Antibiotics given. (B)(6) 2026. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had an infection that was treated with antibiotics. It was unknown if it was related to the device or therapy. It is unknown if the issue was resolved as the patient had not followed up yet.